Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having trouble with their therapy for the past month and have been peeing more often that they need to. The caller has been going to the bathroom more often than they need to and they are not able to increase the stimulation, they are seeing device not responding. Helped caller connect to implant and the caller saw a message that the internal battery was low. After dismissing the message, the caller saw that the stimulation was on at 7. 9 ma. Reviewed with the caller that that is a setting that is high, compared to what we typically see. The caller noted that they had a spinal cord injury within the last year and they turned the stimulation up while in the hospital in hopes that it would stimulate their nerves and they would be able to feel something. The caller has been self cathing. The caller also noted that when they tried to connect to the ins, they could feel it trying to connect. Once connected to the ins, they peed themselves and continued to pee them selves until they decreased to 7.0. Redirected the caller to the hcp and they report that they saw the hcp on the 23rd and hcp told them that they cannot do anything device related without the medtronic rep there. An email was sent to the medtronic rep.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.